Event description:
Patient was revised to address acetabular cup loosening, osteolysis and infection. Update: (B)(6) 2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to yellow purulence in the capsule, a thick-yellowish pseudo-type capsule, and bone loss on the femoral head. To revise the femoral component, the surgeon performed a trochanteric osteotomy at which time a portion of the greater trochanter did avulse. An antibiotic spacer was placed in the patient. The stem is now being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.